Event description:
The complainant contacted leica biosystems in relation to peloris ii rapid tissue processor serial number: (B)(4) and the following information was documented: "per customer the 4 hour run ran to completion on retort a with no error codes however the processed gi biopsies were soft and mushy and the prostrate biopsies were dry. The cycle on retort b ran to completion with larger tissues without any processing impact. Customer loaded another 4 hour run on retort a mainly biopsies, the status of the tissues not currently known. Customer proceeded to change all the alcohols and formalin and will not use the unit." On (B)(6) 2021, the assigned leica field applications specialist-core histology (fas) visited the laboratory to obtain further information regarding the circumstances involved in this complaint. The fas documented the following observations: "the reagent has been changed before I arrived to the site, the logs looks normal, there's a chance that the reagent hasn't been changed properly but nothing sure." The fas provided the following recommendations: "I recommended making sure the reagent is changed on time and properly. Per my recommendation, the customer is planning to buy a hydrometer to test the regent concentration. I also asked the custom to not change the reagent if the problem happed again and wait for leica support to have a look at the reagents." The fas also documented that the patient tissue samples involved in this event were derived from three (3) processing runs, which had been executed in retort a using the "4h protocol", with the start/end time & date of affected run(s) detailed as: "(B)(6) 2021 6:18 pm and (B)(6) 2021 at 10:55 pm and (B)(6) 2021 around 9:20 pm". The number of cassettes involved was documented as: "14 and 152 and 54". The tissue types and size of the affected patient tissue samples were detailed as: "gi and prostate biopsy, breast cores" and "small" respectively. On (B)(6) 2021, leica biosystems (B)(4) received the following information from the assigned leica field applications specialist ii-core histology in relation to the patient impact/outcome for the cases involved in this event: "the patient outcome is unknown yet, some of the samples are undiagnosable." On (B)(6) 2022, leica biosystems (B)(4) received the following information from the assigned leica field applications specialist ii-core histology: "regarding the final outcome of those samples, they are still trying to salvage the tissue, unfortunately, things are not looking good. All the clinicians involved have to be notified and they still don't know if they are going to be re-biopsied since specimens are already extremely small." On (B)(6) 2022, leica biosystems (B)(4) received information from the assigned leica field applications specialist ii-core histology that: "only one patient might need rebiopsy depending on the treatment plan." An identifier, date of birth and gender were also provided for this patient.

Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that bottle 7 (absolute ethanol) was not in contact with the corresponding sensor for approximately 18 seconds at 20:17pm on (B)(6) 2021, which is not sufficient time to replace the reagent. The station properties for bottle 7 were reset at 20:17pm on (B)(6) 2021, with a user affirming in the graphical user interface (gui) that the ethanol concentration in bottle 7 was to be set to the default value of 100%. The properties of the reagent in bottle 7 prior to these user actions were recorded in the instrument logs as: absolute ethanol concentration=77.3%, cycles=80, cassettes= 6967, days=54. Although a user affirmed in the gui that the ethanol concentration in bottle 7 (ethanol) was to be set to the default value of 100% at 20:17pm on (B)(6) 2021, the actual ethanol concentration would have remained unchanged at 77.3%, because bottle 7 had not been removed from the instrument for sufficient time to replace the reagent. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Consequently, the reagent in bottle 7 (absolute ethanol), which had an ethanol concentration of (B)(4)% due to the use error when replacing the reagent in this bottle, was used for the final dehydration step of the "factory 8hr xylene standard" protocol started in retort b at 20:18pm on (B)(6) 2021, the "factory 4hr xylene standard" protocol started in retort a at 14:20pm on (B)(6) 2021, the "factory 8hr xylene standard" protocol started in retort b at 14:20pm on (B)(6) 2021 and the "factory 4hr xylene standard" protocol started in retort a at 18:57pm on (B)(6) 2021. The minimum final reagent concentration required for ethanol is 98%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the patient tissue samples, which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal processing of patient tissue samples. The station properties for bottles 1 (formalin), 3 (70% ethanol), 4 (70% ethanol), 5 (absolute ethanol), 6 (absolute ethanol), 7 (absolute ethanol), 8 (absolute ethanol), 9 (absolute ethanol), 10 (absolute ethanol), 11 (xylene), together with the wax in wax chamber 1 were reset between 02:26am and 10:29am on (B)(6) 2021. At 02:26am on (B)(6) 2021, bottle 11 (xylene) was again not in contact with the corresponding sensor for sufficient time to complete manual replacement of the reagent; and the properties of the corresponding reagent were reset. There was no evidence of any use error(s) when replacing the reagents in bottles 1 (formalin), 3 (70% ethanol), 4 (70% ethanol), 5 (absolute ethanol), 6 (absolute ethanol), 7 (absolute ethanol), 8 (absolute ethanol), 9 (absolute ethanol), 10 (absolute ethanol), and the wax in wax chamber 1. The quality of processing of patient tissue samples from the "factory 4hr xylene standard" protocol started in retort a at 13:45pm on (B)(6) 2021m the "factory 8hr xylene standard" protocol started in retort b 13:45pm on (B)(6) 2021 and the "factory 4hr xylene standard" protocol started in retort a at 21:14pm on (B)(6) 2021, would also have been adversely impacted because the reagents used for the clearing (bottles 11, 12, 13 or 14) and wax infiltration (wax baths 2, 3 or 4) steps respectively would have been contaminated by the prior use of the reagent in bottle 7 (absolute ethanol). Investigation of this complaint found that the instrument functioned as designed during execution of the seven (7) protocols, which either started or completed between (B)(6) 2021, from which the quality of processing of patient tissue samples would have been adversely impacted. The root cause of the sub-optimal processing of patient tissue samples reported by the complainant was a use error, which occurred at 20:17pm on (B)(6) 2021. Specifically, manual replacement of the reagent in bottle 7 (absolute ethanol) was not completed in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."